Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 her blood glucose and insulin history is as follows: time 8:54pm, bg(mg/dl): 354, bolus(u): 3.2; time: 7:48 am, bg(mg/dl): 442, bolus (u): 5.4. At 8:31 am, the pod was deactivated and she noticed the cannula was no longer inserted into the infusion site. She was able to activate a new pod and she gave herself a manual injection of insulin (exact dosage was not provided).